Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room following a syncopal episode. A copy of device memory was submitted to boston scientific technical services (ts) for review. Ts reviewed and discussed no sign of loss of capture (loc), however, premature ventricular contractions (pvc) were noted and were suspected to have been a contributor to the patient symptoms, however, the exact cause of syncope was not determined. Ts discussed troubleshooting options. No additional adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.